Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the catheter separates from the hub with a bd insyte¿ IV catheter. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the tip of the catheter is not well fixed to the mandrel, this causes the vein or the catheter itself to break. It is essential to have a response on this claim as soon as it is from the neo service where infants are treated.

Event description:
It was reported that during use the catheter separates from the hub with a bd insyte¿ IV catheter. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: the tip of the catheter is not well fixed to the mandrel, this causes the vein or the catheter itself to break. It is essential to have a response on this claim as soon as it is from the neo service where infants are treated.

Manufacturer narrative:
Investigation: a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lot, 8116568, and no quality issues were found during production. Our quality engineer reviewed the provided photo but could not identify any defects. However, after reviewing the maintenance history there was an issue that could have led to this issue. Based off the maintenance check the engineer was able to verify the reported defect. Unfortunately, without the physical sample available for investigation a definitive root cause could not be determined but this issue can occur during the catheter tipping process. CAPA# (B)(4) was initiated.